Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused pacing lower than programmed rate. The programmed rate was 50 beats per minute and the caller had documented intervals of 40 beats per minute. The lead remains in use. No further patient complications have been reported as a result of this event.